Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3889-28, lot# v180886, implanted: (B)(6) 2009, product type: lead. (B)(4).

Event description:
It was reported that reported that the neurostimulator ins died around (B)(6) 2014. It was indicated that patient was guessing it was normal battery depletion. The patient also stated that the ins did not last as long as she was told it would. I t was indicated that patient was told the ins would last 7-10 years. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4).